Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the cause of the reported event was that the device¿s o2 sensor was faulty. The carefusion field service representative replaced the o2 sensor and ran the device through the user verification tests (uvt) per the service manual to ensure the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A carefusion field service representative reported that the device was alarming ¿low fio2¿ and that the device was not on a patient when this occurred.